Event description:
A customer contacted stryker to report that their device failed to deliver shock. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was not able to verify or duplicate the reported issue. The technician reviewed device electronic records and observed that there was no energy charge logged on the date of the event. After completing some unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.